Event description:
Complainant alleged that during a shift check, when the autopulse resuscitation system was powered on it displayed a user advisory ua 12 (lifeband not present) message, even though the lifeband was connected properly. Complainant also alleged that the driveshaft of the autopulse cannot be spun, when the lifeband is connected and appears to damage the lifeband(s). There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 02/10/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.